Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the pump was in room temperature conditions. Additionally, the customer received a power source alert while plugging the pump into a wall outlet. The customer's blood glucose was 120 mg/dl. Reportedly, the customer plugged the charging cable into a different wall adapter and was able to charge the pump successfully. The temperature alarm cleared and the customer resumed insulin delivery.